Manufacturer narrative:
Visual inspection revealed dried body fluid found on the handle, main body tubing and distal end. Fiberglass fiber was also found alongside red me collar. The device underwent pre-soak and post-soak hdx testing. Noise testing in pre-soak and post soak conditions met current device specifications, where peak to peak values were less than 0.4 mv. However, pump related vibrational noise (low frequency) was observed in all mini bipoles up to .2 mv peak to peak depending upon curve configuration. The right curve configuration displayed the most typical pump contribution to the me 3 bipoles. No tracking issues (not reported) or temperature issues (not reported) were observed during any of the 3 post soak ablation tests. The device underwent pre-soak and post-soak hdx testing. Noise testing in pre-soak and post soak conditions met current device specifications, where peak to peak values were less than 0.4 mv. However, pump related vibrational noise (low frequency) was observed in all mini bipoles up to .2 mv peak to peak depending upon curve configuration. The right curve configuration displayed the most typical pump contribution to the me 3 bipoles. No tracking issues (not reported) or temperature issues (not reported) were observed during any of the 3 post soak ablation tests. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The handle was opened. Measurements between the tip and me2 were repeated and all measurements are normal/typical, no shorts. The proximal shaft was cut proximal to the butt bond and the insulation sheath was removed. The guide coil coating is scratched and degraded in several areas. No obvious damage to the magnetic sensors wire insulation was observed.

Event description:
Reportable based of analysis completed on 6jun2018. It was reported that noisy signal occurred. During an atrial fibrillation (at) ablation procedure with a intellanav mifi open-irrigated ablation catheter while in the patient during beding the catheter noise on all electrodes and surface ECG and intracardiac signals on lspro and rhythmia was noted. The same issue occurred with a second intellanav mifi open-irrigated ablation catheter. A third intellanav mifi open-irrigated ablation catheter disappeared after a while due to a broken magnet and just could be shown as impedance based catheter. The procedure was completed successfully with the fourth catheter. No patient complications occurred during the procedure. However, returned device analysis revealed foreign material.